Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime fill anomaly noted. However, the insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump continued to prime and did not detect the reservoir. Customer's blood glucose was 150 mg/dl. Customer reported that when the act button was pressed insulin continued to drip. Customer states that insulin pump may have been exposed to moisture from rain. It was also reported that insulin pump received a button error alarm, but customer was able to clear. Customer was advised that insulin pump would need to be replaced.